Event description:
Surgical patient had a pca started in pacu following bariatric surgery. The patient was transferred to a surgical nursing unit post-surgery. The IV tubing snapped/broke the following day when the rn on the surgical nursing unit tried to disconnect the pca tubing from the 4-way stopcock. The patient was not harmed by this event. IV tubing set-up and stop-cock was saved, but no packaging was saved. Photos of the broken tubing were taken.what was the original intended procedure?pca IV set up.device #1is this a laboratory device or laboratory test?no.